Manufacturer narrative:
Manufacturer's evaluation summary: the device (acuity) is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu). The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. Investigation confirmed the reported problem. Trouble-shooting isolated the cause of the malfunction to a defective cd-rom drive. The cd-rom was replaced to restore device operation. The repaired device was returned to the customer after passing acceptance testing.

Event description:
While monitoring a patient, the user received an error on the screen so she tried to reboot. The system would not get past the 'timed out waiting for arp/rarp' message. Central monitoring was interrupted more than 24 hours.